Event description:
It was reported that the customer¿s blood glucose (bg) level was ¿low¿, specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed glucose tablets to address bg. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.